Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ protector solus p120j had issues with coring occurring during use.

Manufacturer narrative:
Investigation summary: four protector samples and two injector-syringe samples were received for evaluation by our quality engineer team. Upon visual inspection of the samples, coring was observed within one vial and two syringes. Investigation conclusion: DHR could not be completed as no lot number was given. The foreign matter from the coring was gray and elastic. Visual inspection of the samples did not reveal any membrane or needle related defects. Phaseal needles are designed to reduce the coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Root cause description: as several factors impact coring tendency, an exact cause could not be determined for this incident. Rationale: corrective and preventive action has been initiated to further investigate this issue and prevent its reoccurrence. Complaints received for this defect will be continuously monitored by our quality team.

Event description:
It was reported that the bd phaseal¿ protector solus p120j had issues with coring occurring during use.